Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The ventilator was investigated on site by our field service engineer. According to received information the unit failed flow transducer test during pre-use check. Issue was caused due to expiratory membrane had reached the expected life span. After replacement of this part, the device passed all performance tests and has been returned to clinical use. Moreover, device logs were not provided. Therefore, no root cause can be established. Replacing of cassette membrane is part of the preventive maintenance of the system and must be performed once a year, or every 5000 hours of operation, whichever comes first. Operating capacity for the membrane is estimated to 10 000 000 breathing cycles. When this limit is passed or if the membrane for some reason has become defective, it must be replaced. The operating capacity meter must be reset after replacement of the membrane. Based on the information above this complaint will be closed.